Manufacturer narrative:
Sample and centrifugation were not supplied. The customer stated that qc was within specification prior to this event. System check info was not supplied. A field service engineer (fse) was on-site in 2008: the fse replaced wash wheel bearings and performed system check that failed specifications. The fse replaced the wash valve assembly and performed a system check which then passed within specification. The fse verified the instrument per established procedures. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accutni results generated by the unicel dxc 600i synchron access clinical system for several pts. Customer tested a sample for accutni and obtained a result of 10.75 ng/ml which repeated at 0.05 ng/ml. Samples from 3 other pts gave results in the range of 0.39-7.10 ng/ml and repeat results of 0.02-0.07 ng/ml. Some erroneous results were reported outside the lab. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.